Event description:
Ppd and medical records received. This complaint is legal. Ppd alleges the patient was revised for infection. After review of the medical records the revision operative note indicates the patient the patient was revised for either infection or metallosis. The note confirms metallosis, but doesn¿t confirm infection. All implants were still removed and spacers were placed.

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges metal wear and elevated metal ions.